Event description:
It was reported that during insertion the needle failed to disengage from the catheter. The physician was able to get the flash and had trouble pulling the needle out, but was eventually able to. Additional information received by the sales representative on (B)(6)2010 stated there was no delay in treatment, no patient death and no patient complications reported. The placement was successful.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.